Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the evaluation is pending. A f/u report will be submitted once the evaluation is completed.

Event description:
The customer reported the primary tubing was attached to the maxplus but it spun off and disconnected from the maxplus resulting in leakage. No patient harm or medical intervention was reported. No further patient/event info was provided.